Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-01855. Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation pr. (B)(4) the reference samples were tested and found within specifications the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6001595 was verified and it was found within specifications. Trending: a query was run in database on 18-mar-2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6001595 and no more complaint has been registered in database for the same lot and malfunction code. Conclusion: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 3003442380-2024-01855 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin leakage. No further information was available.